Manufacturer narrative:
Device analysis report attached. This report is submitted on october 18, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to electrode out of cochlea. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, there was an extrusion of the electrode lead into the external auditory canal (specific date not reported). This report is submitted on february 26, 2024.